Manufacturer narrative:
The biomedical engineer (bme) reported that the gas unit received an "external device failure" during setup. They tried a new sampling line and a new water trap, but the issue persisted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra serial #: (B)(6) device manufacturer data: june 5, 2018 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the gas unit received an "external device failure" during setup. They tried a new sampling line and a new water trap, but the issue persisted. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gas unit received an "external device failure" during setup. They tried a new sampling line and a new water trap, but the issue persisted. Not in patient use. Investigation summary: the device was sent in for evaluation and repaired. A replacement pump was installed, and the software and firmware were updated. After repair, the unit passed functional testing and was returned to the customer. The root cause was determined to be pump failure due to normal wear, as the original pump had over 28,000 hours of operation. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra. Serial #: (B)(6). Device manufacturer data: june 5, 2018. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gas unit received an "external device failure" during setup. They tried a new sampling line and a new water trap, but the issue persisted. Not in patient use.